Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 535 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer also reported that they received no delivery alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with currents in specifications. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked and cracked lcd window. No unexpected excessive no delivery alarm anomaly noted.